Manufacturer narrative:
The device evaluation confirmed the customer¿s report that the biopsy channel was defective. The biopsy cylinder was loose and appeared to have been forcibly rotated. A water leak was observed in the control unit, and the control grip was broken. The light guide bundle, insertion tube and protector, and charge coupled device unit demonstrated signs of fluid ingress. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the biopsy channel was defective, an internal part has broken off, and a metal pin has been dislocated. The issue was discovered during preparation for use. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a gap in the adhesive at the distal end was observed, caused by damage to the acoustic lens surface. This report is being submitted for the malfunction found during the device evaluation (gap in adhesive). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.